Event description:
Inbound. Patient reports no disposable alarm on legacy pump; states is 10th cassette with issue, so far, lot 4203284, expires 10/17/2026, patient able to resolve alarm by smoothing out tubing, cleaning bottom of pump. Pump currently infusing without issue; pt to call back to report change, aware of troubleshooting techniques. No other needs. No further details provided.